Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap anomaly. Customer's blood glucose was 130 mg/dl. The customer was trying to replace battery. The customer was unable to removed the battery cap. The customer's insulin pump is locked due to rejection of battery and no power. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor the device closely if they continue use of the pump. The customer was advised to revert to a backup plan and pump will be replaced. The customer advise unable to clear alarm and unable to troubleshoot, rejection of battery.